Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured, and the introducer sheath was kinked. This is likely the reported pusher assembly kink. If the ruby coil is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. This fracture likely contributed to the coil detachment during the procedure. The detached embolization coil was successfully implanted during the procedure as mentioned in the complaint. Based on the reported event, the root cause of the resistance during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastrointestinal varicose veins using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and kinked the pusher assembly of the ruby coil. Consequently, the ruby coil unintentionally detached within the lantern. Therefore, the physician used saline to flush the lantern and push the detached ruby coil into the target location. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.